Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (15 mg/ml at 7.1/day) via an implantable pump. The indication for use was non-malignant pain. On 11-sep-2015 it was reported that on (B)(6) 2015 the pump was programmed with a concentration of 10 mg/ml, but was actually filled with 15 mg/ml. The programming error caused an overdose. The error was observed on (B)(6) 2015. At that time, a bridge bolus was programmed to correct the error. The bridge bolus was stopped because it was not needed since the nurse was just correcting the programming error made on (B)(6) 2015. The nurse was able to successfully program the correct concentration. On 15-sep-2015, additional information was received from a company representative and it was reported that per the clinic, the issue was resolved and the patient was receiving effective therapy.